Manufacturer narrative:
Root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. CAPA: the (site name) consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross direction of the film/pouch to achieve a more consistent hermetic seal through the manufacturing runs with the added benefits of easier set up and operation. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to ¿open pouch¿ and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release

Event description:
They aren't helping her now that the heat doesn't sustain [device ineffective], they are not staying warm beyond an hour or so/the heat doesn't sustain [device issue]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number w59249, expiration date jan2021, from (B)(6) 2019 to 2019 at 2 in a day (one in am), wearing daily for back pain. The patient medical history and concomitant medications were not reported. The patient previously called one other time in the 10 years she had used the product thermacare heatwrap (thermacare lower back & hip) for back pain but that was regarding the sizing of the product and experienced putting her back worse than it was without it and this one she was using was so tighter on her. The patient stated the quality of the product was gone, she had been using the product for 10 years now and they were initially not getting up to the heat level that they were previously and they were not staying warm beyond an hour or so. The patient wore these daily. The patient had tried to wear 2 in a day. She had a lot of back problems for which she was hospitalized and they had been her saving grace but they weren't helping her that the heat didn't sustain at the beginning (B)(6) 2019. It was falsely advertised that it will stay warm for 8 hours, they stayed warm for an hour at best and they were not cheap. She couldn't keep buying thermacare heatwrap back pain therapy because they weren't working anymore, they didn't do anything for her. The pain in her back wasn't handled by them anymore. The price was going up but the quality was going down. She stated that she had 27 packets available. The patient stated 45 heatwraps did not heat for more than an hour. The packaging was sealed and intact. The device was available for evaluation. She was hospitalized for both events. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. CAPA: the (site name) consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross direction of the film/pouch to achieve a more consistent hermetic seal through the manufacturing runs with the added benefits of easier set up and operation. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to "open pouch" and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release. The severity of pouch leaks is s1 - no harm to customer. Complaints related to pouch seal have been thoroughly investigated and root cause is well understood. Leak rate for the current technology is about 2000 ppm. CAPA is in-place to replace the ultrasonic sealers with heat seal technology. This document will be attached to the complaint record in the global database and closed with no further action taken. Follow-up (13jun2019): new information received from product quality complaint group included: investigation results. Follow-up (24jun2019): new information received from a contactable consumer includes patient data (age), device data (start date, stop date, action taken, dosage), onset date of events, hospitalization details and case upgraded to be serious, reportable MDR. Company clinical evaluation comment: based on the information provided, the event 'they weren't helping her that the heat didn't sustain' with hospitalization as described in this case is considered as serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the event 'they weren't helping her that the heat didn't sustain' with hospitalization as described in this case is considered as serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 - no harm to customer.

Event description:
Event verbatim [preferred term] they aren't helping her now that the heat doesn't sustain [device ineffective] , they are not staying warm beyond an hour or so/the heat doesn't sustain [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 68-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number w59249, expiration date jan2021) from (B)(6) 2019 to 2019 at 2 in a day (one in am), wearing daily for back pain. The patient's medical history and concomitant medications were not reported. The patient previously called one other time in the 10 years she had used the product thermacare heatwrap (thermacare lower back & hip) for back pain but that was regarding the sizing of the product and experienced putting her back worse than it was without it and this one she was using was so tighter on her. The patient stated the quality of the product was gone, she had been using the product for 10 years now and they were initially not getting up to the heat level that they were previously and they were not staying warm beyond an hour or so. The patient wore these daily. The patient had tried to wear 2 in a day. She had a lot of back problems for which she was hospitalized and they had been her saving grace but they weren't helping her that the heat didn't sustain at the beginning (B)(6) 2019. It was falsely advertised that it will stay warm for 8 hours, they stayed warm for an hour at best and they were not cheap. She couldn't keep buying thermacare heatwrap back pain therapy because they weren't working anymore, they didn't do anything for her. The pain in her back wasn't handled by them anymore. The price was going up but the quality was going down. She stated that she had 27 packets available. The patient stated 45 heatwraps did not heat for more than an hour. The packaging was sealed and intact. The device was available for evaluation. She was hospitalized in 2019 for both events. Action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 - no harm to customer. Follow-up (B)(6) 2019: new information received from product quality complaint group included: investigation results. Follow-up (B)(6) 2019:new information received from a contactable consumer includes patient data (age), device data (start date, stop date, action taken, dosage), onset date of events, hospitalization details and case upgraded to be serious, reportable MDR. Follow-up (B)(6) 2019: new information received from product quality complaint group includes additional investigation results. Follow-up (B)(6) 2019: new information received from product quality complaints (pqc) group included: updated product quality investigation results. Company clinical evaluation comment based on the information provided, the event 'they weren't helping her that the heat didn't sustain' with hospitalization as described in this case is considered as serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event 'they weren't helping her that the heat didn't sustain' with hospitalization as described in this case is considered as serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term]. They aren't helping her now that the heat doesn't sustain [device ineffective], they are not staying warm beyond an hour or so/the heat doesn't sustain [device issue], , narrative: this is a spontaneous report from a contactable consumer reporting for herself. A 68-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number w59249, expiration date jan2021) from (B)(6) 2019 to 2019 at 2 in a day (one in am), wearing daily for back pain. The patient's medical history and concomitant medications were not reported. The patient previously called one other time in the 10 years she had used the product thermacare heatwrap (thermacare lower back & hip) for back pain but that was regarding the sizing of the product and experienced putting her back worse than it was without it and this one she was using was so tighter on her. The patient stated the quality of the product was gone, she had been using the product for 10 years now and they were initially not getting up to the heat level that they were previously and they were not staying warm beyond an hour or so. The patient wore these daily. The patient had tried to wear 2 in a day. She had a lot of back problems for which she was hospitalized and they had been her saving grace but they weren't helping her that the heat didn't sustain at the beginning (B)(6) 2019. It was falsely advertised that it will stay warm for 8 hours, they stayed warm for an hour at best and they were not cheap. She couldn't keep buying thermacare heatwrap back pain therapy because they weren't working anymore, they didn't do anything for her. The pain in her back wasn't handled by them anymore. The price was going up but the quality was going down. She stated that she had 27 packets available. The patient stated 45 heatwraps did not heat for more than an hour. The packaging was sealed and intact. The device was available for evaluation. She was hospitalized in 2019 for both events. Action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 - no harm to customer. According to the product quality complaint group on 03jul2020: summary of investigation: batch w59249 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "did not heat for more than an hour." The cause of the wrap not heating for more than an hour is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible -minor for this batch. Site sample status was not received. Severity of harm was provided as s1. Follow-up (13jun2019): new information received from product quality complaint group included: investigation results. Follow-up (24jun2019): new information received from a contactable consumer includes patient data (age), device data (start date, stop date, action taken, dosage), onset date of events, hospitalization details and case upgraded to be serious, reportable MDR. Follow-up (24jul2019): new information received from product quality complaint group includes additional investigation results. Follow-up (22aug2019): new information received from product quality complaints (pqc) group included: updated product quality investigation results. Follow-up (03jul2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event 'they weren't helping her that the heat didn't sustain' with hospitalization as described in this case is considered as serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 - no harm to customer. Summary of investigation: batch w59249 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "did not heat for more than an hour." The cause of the wrap not heating for more than an hour is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible ¿minor for this batch. Site sample status was not received.

Manufacturer narrative:
Root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. CAPA: the (site name) consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross direction of the film/pouch to achieve a more consistent hermetic seal through the manufacturing runs with the added benefits of easier set up and operation. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to ¿open pouch¿ and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release.

Event description:
Event verbatim [preferred term] they aren't helping her now that the heat doesn't sustain [device ineffective] , they are not staying warm beyond an hour or so/the heat doesn't sustain [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 68-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number w59249, expiration date jan2021, from (B)(6) 2019 to 2019 at 2 in a day (one in am), wearing daily for back pain. The patient medical history and concomitant medications were not reported. The patient previously called one other time in the 10 years she had used the product thermacare heatwrap (thermacare lower back & hip) for back pain but that was regarding the sizing of the product and experienced putting her back worse than it was without it and this one she was using was so tighter on her. The patient stated the quality of the product was gone, she had been using the product for 10 years now and they were initially not getting up to the heat level that they were previously and they were not staying warm beyond an hour or so. The patient wore these daily. The patient had tried to wear 2 in a day. She had a lot of back problems for which she was hospitalized and they had been her saving grace but they weren't helping her that the heat didn't sustain at the beginning (B)(6) 2019. It was falsely advertised that it will stay warm for 8 hours, they stayed warm for an hour at best and they were not cheap. She couldn't keep buying thermacare heatwrap back pain therapy because they weren't working anymore, they didn't do anything for her. The pain in her back wasn't handled by them anymore. The price was going up but the quality was going down. She stated that she had 27 packets available. The patient stated 45 heatwraps did not heat for more than an hour. The packaging was sealed and intact. The device was available for evaluation. She was hospitalized in 2019 for both events. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. CAPA: the (site name) consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross direction of the film/pouch to achieve a more consistent hermetic seal through the manufacturing runs with the added benefits of easier set up and operation. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to "open pouch" and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release. The severity of pouch leaks is s1 - no harm to customer. Complaints related to pouch seal have been thoroughly investigated and root cause is well understood. Leak rate for the current technology is about 2000 ppm. CAPA is in-place to replace the ultrasonic sealers with heat seal technology. This document will be attached to the complaint record in the global database and closed with no further action taken. Additional information received from product quality complaint group included: investigation finding: site sample status: not received. Rsnbly suggest device malfunc?: yes. Severity of harm: s1. Final confirmation status: not-confirmed. Conclusion: refer to evaluation of complaints related to open pouches. Follow-up (13jun2019): new information received from product quality complaint group included: investigation results. Follow-up (24jun2019): new information received from a contactable consumer includes patient data (age), device data (start date, stop date, action taken, dosage), onset date of events, hospitalization details and case upgraded to be serious, reportable MDR. Follow-up (24jul2019): new information received from product quality complaint group includes additional investigation results. Company clinical evaluation comment: based on the information provided, the event 'they weren't helping her that the heat didn't sustain' with hospitalization as described in this case is considered as serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event 'they weren't helping her that the heat didn't sustain' with hospitalization as described in this case is considered as serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.